Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information: expiration date: jan 31, 2019.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 157446, m2a-magnum mod hd, 122090; 14-103208, taperloc microp fmrl 15.0 mm, 749840; 139254, m2a-magnum 42-50 mm tpr insrt-3, 482780. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08209.

Event description:
It was reported that a patient underwent right total hip arthroplasty. Subsequently, the patient has been indicated for future revision due to aseptic lymphocytic vasculitis associated lesion, pseudotumor formation, pain, and adverse reaction to metal debris. Attempts have been made and additional information on the reported event is unavailable.